Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. Strips not available for return.

Event description:
Caller reported compact plus system blood glucose results of 568 mg/dl and 169 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.